Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc evaluated the subject device and found as follows; the tip of the probe was broken off at 13mm from the distal end. There was a scratch around the broken area. The fracture surface of the probe showed that a crack developed. The manufacturing history was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object, besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration and this may lead to damage or detachment.

Event description:
During an unspecified procedure, the subject device was used. The probe broke off outside the patient. The intended procedure was completed with another device. No patient injury was reported. This is the report regarding the breakage of the probe.